Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), transient ischaemic attack ("neurological conditions or problems type: myasthenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness, ministroke"), thyroid cancer ("tumor / teratoma / cancer type:thyroid"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus (indeterminate)"), myocardial infarction ("blood or heart disorder/condition type: possible mi/ministroke") and neuromyopathy ("neuromuscular disease") in a 42-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cellulitis, enlarged thyroid, cesarean section, gravida ii, parity 2, hypothyroidism, cholecystectomy, ankle operation and bartholin's cyst. Concurrent conditions included allergic rhinitis, menometrorrhagia, obesity and thyroid disorder. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced thyroid cancer (seriousness criterion medically significant) and thyroidectomy ("surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy"). In 2011, the patient underwent thyroid cancer (seriousness criterion medically significant) and thyroidectomy ("surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy"). In december 2011, the patient experienced vaginal discharge ("vaginal discharge metallic taste when not on menses"). In february 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, large clotting"), abdominal pain lower ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sinusitis ("infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years"), chronic tonsillitis ("infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menses"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), arthralgia ("pain varied from joint pain, muscle cramps") and the first episode of muscle spasms ("pain varied from joint pain, muscle cramps"). On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced transient ischaemic attack (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), myasthenia gravis ("neurological conditions or problems type: myasthenia gravis"), hypoaesthesia ("neurological conditions or problems type: myasthenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), fall ("neurological conditions or problems type: myasthenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness") and dizziness ("neurological conditions or problems type: myasthenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"). In 2013, the patient experienced balance disorder ("other injury(ies) or complication please describe: loss of balance frequent falls"). On an unknown date, the patient experienced neuromyopathy (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder"), rheumatic disorder ("rheumatological disorders"), visual impairment ("vision problems"), mood swings ("mood swings"), tooth disorder ("dental issues"), cognitive disorder ("cognitive changes"), myalgia ("muscle pain"), the second episode of muscle spasms ("spasms"), blister ("rashes or skin conditions type: blisters, rashes"), rash ("rashes or skin conditions type: blisters, rashes"), tooth abscess ("dental problems multiple dental abscess, cavities, teeth crumbling"), dental caries ("dental problems multiple dental abscess, cavities, teeth crumbling"), tooth fracture ("dental problems multiple dental abscess, cavities, teeth crumbling") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with antibiotics, pyridostigmine bromide (mestinon), surgery (robotic assisted laparoscopic hysterectomy total, bilateral salpingectomy), alternative therapy (teeth removed, filling), alternative therapy (teeth removed, filling) and alternative therapy (teeth removed, filling). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, tooth abscess, dental caries and tooth fracture had resolved, the transient ischaemic attack, thyroid cancer, systemic lupus erythematosus, myocardial infarction, neuromyopathy, autoimmune disorder, rheumatic disorder, visual impairment, mood swings, tooth disorder, cognitive disorder, myalgia, the last episode of muscle spasms, vaginal haemorrhage, polymenorrhagia, abdominal pain lower, bladder disorder, urinary tract disorder, hypoaesthesia, fall, dizziness, dysmenorrhoea, thyroidectomy, dyspareunia, vaginal discharge, vision blurred, fatigue, alopecia, balance disorder and arthralgia outcome was unknown and the sinusitis, chronic tonsillitis, blister, rash and myasthenia gravis was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, balance disorder, bladder disorder, blister, chronic tonsillitis, cognitive disorder, dental caries, dizziness, dysmenorrhoea, dyspareunia, fall, fatigue, female sexual dysfunction, hypoaesthesia, mood swings, myalgia, myasthenia gravis, myocardial infarction, neuromyopathy, pelvic pain, polymenorrhagia, rash, rheumatic disorder, sinusitis, systemic lupus erythematosus, thyroid cancer, thyroidectomy, tooth abscess, tooth disorder, tooth fracture, transient ischaemic attack, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, the first episode of muscle spasms and the second episode of muscle spasms to be related to essure. The reporter commented: trailing coils: left 3 right 2, essure coils internally in the fallopian tubes had bilateral cornua without any evidence of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - in 2012: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, myasthenia gravis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), transient ischaemic attack ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness, ministroke"), thyroid cancer ("tumor / teratoma / cancer type:thyroid"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus (indeterminate)"), myocardial infarction ("blood or heart disorder/condition type: possible mi/ministroke"), neuromyopathy ("neuromuscular disease"), autoimmune disorder ("autoimmune disorder"), myasthenia gravis ("neurological conditions or problems type: myastenia gravis") and thyroidectomy ("surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy") in a 42-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cellulitis, enlarged thyroid, cesarean section, gravida ii, parity 2, hypothyroidism, cholecystectomy, ankle operation and bartholin's cyst. Concurrent conditions included allergic rhinitis, menometrorrhagia, obesity and thyroid disorder. In 2011, the patient experienced thyroid cancer (seriousness criterion medically significant) and thyroidectomy (seriousness criterion medically significant). In 2011, the patient underwent thyroid cancer (seriousness criterion medically significant) and thyroidectomy (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge metallic taste when not on menses"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, large clotting"), abdominal pain lower ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sinusitis ("infection (other) describe: increased sinus infection, tonsillitis over period of years"), chronic tonsillitis ("infection (other) describe: increased sinus infection, tonsillitis over period of years"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menses"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), arthralgia ("pain varied from joint pain, muscle cramps") and the first episode of muscle spasms ("pain varied from joint pain, muscle cramps"). On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced transient ischaemic attack (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), hypoaesthesia ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), fall ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness") and dizziness ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"). In 2013, the patient experienced balance disorder ("other injury(ies) or complication please describe: loss of balance frequent falls"). On an unknown date, the patient experienced neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rheumatic disorder ("rheumatological disorders"), visual impairment ("vision problems"), mood swings ("mood swings"), tooth disorder ("dental issues"), cognitive disorder ("cognitive changes"), myalgia ("muscle pain"), the second episode of muscle spasms ("spasms"), blister ("rashes or skin conditions type: blisters, rashes"), rash ("rashes or skin conditions type: blisters, rashes"), tooth abscess ("dental problems multiple dental abscess, cavities, teeth crumbling"), dental caries ("dental problems multiple dental abscess, cavities, teeth crumbling"), tooth fracture ("dental problems multiple dental abscess, cavities, teeth crumbling"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and loss of libido ("lack of sex"). The patient was treated with antibiotics, pyridostigmine bromide (mestinon), surgery (robotic assisted laparoscopic hysterectomy total, bilateral salpingectomy), surgery (thyroid mass removal/total radical thyroidectomy), alternative therapy (teeth removed, filling), alternative therapy (teeth removed, filling) and alternative therapy (teeth removed, filling). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, tooth abscess, dental caries and tooth fracture had resolved, the transient ischaemic attack, thyroid cancer, systemic lupus erythematosus, myocardial infarction, neuromyopathy, autoimmune disorder, rheumatic disorder, visual impairment, mood swings, tooth disorder, cognitive disorder, myalgia, the last episode of muscle spasms, vaginal haemorrhage, polymenorrhagia, abdominal pain lower, bladder disorder, urinary tract disorder, hypoaesthesia, fall, dizziness, dysmenorrhoea, thyroidectomy, dyspareunia, vaginal discharge, vision blurred, fatigue, alopecia, balance disorder, arthralgia, depression and loss of libido outcome was unknown and the myasthenia gravis, sinusitis, chronic tonsillitis, blister and rash was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, balance disorder, bladder disorder, blister, chronic tonsillitis, cognitive disorder, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, fall, fatigue, female sexual dysfunction, hypoaesthesia, loss of libido, mood swings, myalgia, myasthenia gravis, myocardial infarction, neuromyopathy, pelvic pain, polymenorrhagia, rash, rheumatic disorder, sinusitis, systemic lupus erythematosus, thyroid cancer, thyroidectomy, tooth abscess, tooth disorder, tooth fracture, transient ischaemic attack, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, the first episode of muscle spasms and the second episode of muscle spasms to be related to essure. The reporter commented: trailing coils: left 3 right 2, essure coils internally in the fallopian tubes had bilateral cornua without any evidence of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - in 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, myasthenia gravis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events: depression and lack of sex added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), transient ischaemic attack ('neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness, ministroke'), thyroid cancer ('tumor / teratoma / cancer type:thyroid'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus (indeterminate)'), myocardial infarction ('blood or heart disorder/condition type: possible mi/ministroke/ mini heart attack'), neuromyopathy ('neuromuscular disease'), autoimmune disorder ('autoimmune disorder'), myasthenia gravis ('neurological conditions or problems type: myastenia gravis'), thyroidectomy ('surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy'), systemic inflammatory response syndrome ('inflammatory response'), choking ('choke frequently'), haemorrhage ('hameorrhage') and shock ('shock') in a 42-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cellulitis, enlarged thyroid, cesarean section, gravida ii, parity 2, hypothyroidism, cholecystectomy, ankle operation and bartholin's cyst. Concurrent conditions included allergic rhinitis, menometrorrhagia, obesity and thyroid disorder. In 2011, the patient underwent thyroidectomy (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge metallic taste when not on menses"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, large clotting"), abdominal pain lower ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sinusitis ("infection (other) describe: increased sinus infection, tonsillitis over a period of years"), chronic tonsillitis ("infection (other) describe: increased sinus infection, tonsillitis over a period of years"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menses"), the first episode of vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), arthralgia ("pain varied from joint pain, muscle cramps"), muscle cramps ("pain varied from joint pain, muscle cramps") and the second episode of vision blurred ("blurry vision"). On (B)(6) 2013, the patient experienced transient ischaemic attack (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), hypoaesthesia ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), fall ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness") and dizziness ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), 1 year 2 months after insertion of essure. In 2013, the patient experienced balance disorder ("other injury(ies) or complication please describe: loss of balance frequent falls"). On an unknown date, the patient experienced neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rheumatic disorder ("rheumatological disorders"), visual impairment ("vision problems"), mood swings ("mood swings"), tooth disorder ("dental issues"), cognitive disorder ("cognitive changes"), myalgia ("muscle pain"), spasms ("spasms"), blister ("rashes or skin conditions type: blisters, rashes / hand break out like thus with little blisters too"), rash ("rashes or skin conditions type: blisters, rashes"), tooth abscess ("dental problems multiple dental abscess, cavities, teeth crumbling"), dental caries ("dental problems multiple dental abscess, cavities, teeth crumbling"), tooth fracture ("dental problems multiple dental abscess, cavities, teeth crumbling"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), loss of libido ("lack of sex / lack of sex drive"), allergy to metals ("heavy metal allergy"), dyshidrotic eczema ("dyshidrotic eczema"), nodule ("nodule"), lactation disorder ("lactation"), systemic inflammatory response syndrome (seriousness criterion medically significant), dysphagia ("swallowing problem"), choking (seriousness criterion medically significant), asthenia ("weakness"), pharyngitis ("pharyngitis lymph node swelling"), muscular weakness ("muscle weakness"), muscle twitching ("muscle twitches over the pain"), reproductive tract anastomotic leak ("some leakage of fluid that was trapped from washing out the uterine cavity"), haemorrhage (seriousness criterion medically significant), oropharyngeal pain ("sore throat"), shock (seriousness criterion medically significant), abdominal distension ("bloating") and nasopharyngitis ("I was getting the cold") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, pyridostigmine bromide (mestinon), surgery (thyroid mass removal/total radical thyroidectomy and robotic assisted laparoscopic hysterectomy total, bilateral salpingectomy) and teeth removed, filling. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, tooth abscess, dental caries, tooth fracture, nodule and systemic inflammatory response syndrome had resolved, the transient ischaemic attack, thyroid cancer, systemic lupus erythematosus, myocardial infarction, neuromyopathy, autoimmune disorder, rheumatic disorder, visual impairment, mood swings, tooth disorder, cognitive disorder, myalgia, spasms, vaginal haemorrhage, polymenorrhagia, abdominal pain lower, bladder disorder, urinary tract disorder, hypoaesthesia, fall, dizziness, dysmenorrhoea, thyroidectomy, dyspareunia, vaginal discharge, fatigue, alopecia, balance disorder, arthralgia, muscle cramps, depression, loss of libido, allergy to metals, dyshidrotic eczema, lactation disorder, dysphagia, choking, asthenia, pharyngitis, muscular weakness, muscle twitching, reproductive tract anastomotic leak, weight decreased, haemorrhage, oropharyngeal pain, shock, nasopharyngitis and the last episode of vision blurred outcome was unknown and the myasthenia gravis, sinusitis, chronic tonsillitis, blister, rash and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, balance disorder, bladder disorder, blister, choking, chronic tonsillitis, cognitive disorder, dental caries, depression, dizziness, dyshidrotic eczema, dysmenorrhoea, dyspareunia, dysphagia, fall, fatigue, female sexual dysfunction, haemorrhage, hypoaesthesia, lactation disorder, loss of libido, mood swings, muscle cramps, muscle twitching, muscular weakness, myalgia, myasthenia gravis, myocardial infarction, nasopharyngitis, neuromyopathy, nodule, oropharyngeal pain, pelvic pain, pharyngitis, polymenorrhagia, rash, reproductive tract anastomotic leak, rheumatic disorder, shock, sinusitis, systemic inflammatory response syndrome, systemic lupus erythematosus, thyroid cancer, thyroidectomy, tooth abscess, tooth disorder, tooth fracture, transient ischaemic attack, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, the first episode of vision blurred, spasms and the second episode of vision blurred to be related to essure. The reporter commented: trailing coils: left 3 right 2, essure coils internally in the fallopian tubes had bilateral cornua without any evidence of perforation. My husband broke out for me. Think it was the metallic laden discharge he was allergic to my husband is huge and still hits top and stretching and poking. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Hysterosalpingogram - in 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, myasthenia gravis, concerning the injuries reported in this case, the following ones were reported via social media:metal allergy, dyshidrotic eczema, nodule, lactation disorder nos, systemic inflammatory response syndrome, swallowing problem, choke frequently, weakness, pharyngitis lymph node swelling, muscle weakness, muscle twitches, some leakage of fluid that was trapped from washing out the uterine cavity, weight loss, hemorrhage, sore throat, shock, bloating, cold. Lot number: 893015, manufacture date: 2011-08, expiration date: 2014-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: quality safety evaluation of product technical complaint. On 2-dec-2019: all the relevant information was transferred from initial duplicate deletion case (B)(4). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), neuromyopathy ("neuromuscular disease"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus (indeterminate)"), myocardial infarction ("blood or heart disorder/condition type: possible mi/ministroke"), transient ischaemic attack ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness") and thyroid cancer ("tumor / teratoma / cancer type:thyroid") in a 42-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cellulitis, enlarged thyroid, cesarean section, gravida, parity 2, hypothyroidism, cholecystectomy, ankle operation and bartholin's cyst. Concurrent conditions included allergic rhinitis and menometrorrhagia. In 2011, the patient underwent thyroidectomy ("surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy") and thyroid cancer (seriousness criterion medically significant). In 2011, the patient experienced thyroidectomy ("surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy") and thyroid cancer (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge metallic taste when not on menses"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, large clotting"), abdominal pain lower ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sinusitis ("infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years"), tonsillitis ("infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years"), systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menses"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), arthralgia ("pain varied from joint pain, muscle cramps") and the first episode of muscle spasms ("pain varied from joint pain, muscle cramps"). On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced myocardial infarction (seriousness criterion medically significant), myasthenia gravis ("neurological conditions or problems type: myastenia gravis"), transient ischaemic attack (seriousness criterion medically significant), hypoaesthesia ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), fall ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness") and dizziness ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"). In 2013, the patient experienced balance disorder ("other injury(ies) or complication please describe: loss of balance frequent falls"). On an unknown date, the patient experienced neuromyopathy (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder"), rheumatic disorder ("rheumatological disorders"), visual impairment ("vision problems"), mood swings ("mood swings"), tooth disorder ("dental issues"), cognitive disorder ("cognitive changes"), myalgia ("muscle pain"), the second episode of muscle spasms ("spasms"), blister ("rashes or skin conditions type: blisters, rashes"), rash ("rashes or skin conditions type: blisters, rashes"), tooth abscess ("dental problems multiple dental abscess, cavities, teeth crumbling"), dental caries ("dental problems multiple dental abscess, cavities, teeth crumbling"), tooth fracture ("dental problems multiple dental abscess, cavities, teeth crumbling") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with antibiotics, surgery (robotic assisted laparoscopic hysterectomy total, bilateral salpingectomy), alternative therapy (teeth removed, filling), alternative therapy (teeth removed, filling) and alternative therapy (teeth removed, filling). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, tooth abscess, dental caries and tooth fracture had resolved, the neuromyopathy, autoimmune disorder, rheumatic disorder, visual impairment, mood swings, tooth disorder, cognitive disorder, myalgia, the last episode of muscle spasms, vaginal haemorrhage, menorrhagia, abdominal pain lower, systemic lupus erythematosus, bladder disorder, urinary tract disorder, myocardial infarction, transient ischaemic attack, hypoaesthesia, fall, dizziness, dysmenorrhoea, thyroidectomy, dyspareunia, thyroid cancer, vaginal discharge, vision blurred, fatigue, alopecia, balance disorder and arthralgia outcome was unknown and the sinusitis, tonsillitis, blister, rash and myasthenia gravis was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, balance disorder, bladder disorder, blister, cognitive disorder, dental caries, dizziness, dysmenorrhoea, dyspareunia, fall, fatigue, female sexual dysfunction, hypoaesthesia, menorrhagia, mood swings, myalgia, myasthenia gravis, myocardial infarction, neuromyopathy, pelvic pain, rash, rheumatic disorder, sinusitis, systemic lupus erythematosus, thyroid cancer, thyroidectomy, tonsillitis, tooth abscess, tooth disorder, tooth fracture, transient ischaemic attack, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, the first episode of muscle spasms and the second episode of muscle spasms to be related to essure. The reporter commented: trailing coils: left 3 right 2, essure coils internally in the fallopian tubes had bilateral cornua without any evidence of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - in 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, myasthenia gravis most recent follow-up information incorporated above includes: on 30-mar-2018: pfs and medical records received: events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years, autoimmune disorder type of disorder: lupus (indeterminate), rashes or skin conditions type: blisters, rashes, bladder or urinary problems orchanges, eproductive system disorder or condition type of disorder or condition: prolonged, painful, heavy and frequent menses, heavy large, blood or heart disorder/condition type: possible mi, dental problems, neurological conditions or problems type: myastenia gravis, tia, numbness andtingling arms/ legs frequent falls, dizziness, dysmenorrhea (cramping), surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type:thyroid, pain, vaginal discharge were added, patient's medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), transient ischaemic attack ('neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness, ministroke'), thyroid cancer ('tumor / teratoma / cancer type:thyroid'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus (indeterminate)'), myocardial infarction ('blood or heart disorder/condition type: possible mi/ministroke/ mini heart attack'), neuromyopathy ('neuromuscular disease'), autoimmune disorder ('autoimmune disorder'), myasthenia gravis ('neurological conditions or problems type: myastenia gravis'), thyroidectomy ('surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy'), systemic inflammatory response syndrome ('inflammatory response'), choking ('choke frequently'), haemorrhage ('hameorrhage') and shock ('shock') in a 42-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cellulitis, enlarged thyroid, cesarean section, gravida ii, parity 2, hypothyroidism, cholecystectomy, ankle operation and bartholin's cyst. Concurrent conditions included allergic rhinitis, menometrorrhagia, obesity and thyroid disorder. In 2011, the patient underwent thyroidectomy (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient was found to have thyroid cancer (seriousness criterion medically significant). In december 2011, the patient experienced vaginal discharge ("vaginal discharge metallic taste when not on menses"). In february 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, large clotting"), abdominal pain lower ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sinusitis ("infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years"), chronic tonsillitis ("infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menses"), the first episode of vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), arthralgia ("pain varied from joint pain, muscle cramps"), muscle cramps ("pain varied from joint pain, muscle cramps") and the second episode of vision blurred ("blurry vision"). On (B)(6) 2013, the patient experienced transient ischaemic attack (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), hypoaesthesia ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), fall ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness") and dizziness ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), 1 year 2 months after insertion of essure. In 2013, the patient experienced balance disorder ("other injury(ies) or complication please describe: loss of balance frequent falls"). On an unknown date, the patient experienced neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rheumatic disorder ("rheumatological disorders"), visual impairment ("vision problems"), mood swings ("mood swings"), tooth disorder ("dental issues"), cognitive disorder ("cognitive changes"), myalgia ("muscle pain"), spasms ("spasms"), blister ("rashes or skin conditions type: blisters, rashes / hand break out like thus with little blisters too"), rash ("rashes or skin conditions type: blisters, rashes"), tooth abscess ("dental problems multiple dental abscess, cavities, teeth crumbling"), dental caries ("dental problems multiple dental abscess, cavities, teeth crumbling"), tooth fracture ("dental problems multiple dental abscess, cavities, teeth crumbling"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), loss of libido ("lack of sex / lack of sex drive"), allergy to metals ("heavy metal allergy"), dyshidrotic eczema ("dyshidrotic eczema"), nodule ("nodule"), lactation disorder ("lactation"), systemic inflammatory response syndrome (seriousness criterion medically significant), dysphagia ("swallowing problem"), choking (seriousness criterion medically significant), asthenia ("weakness"), pharyngitis ("pharyngitis lymph node swelling"), muscular weakness ("muscle weakness"), muscle twitching ("muscle twitches over the pain"), reproductive tract anastomotic leak ("some leakage of fluid that was trapped from washing out the uterine cavity"), haemorrhage (seriousness criterion medically significant), oropharyngeal pain ("sore throat"), shock (seriousness criterion medically significant), abdominal distension ("bloating") and nasopharyngitis ("I was getting the cold") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, pyridostigmine bromide (mestinon), surgery (thyroid mass removal/total radical thyroidectomy and robotic assisted laparoscopic hysterectomy total, bilateral salpingectomy) and teeth removed, filling. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, tooth abscess, dental caries, tooth fracture, nodule and systemic inflammatory response syndrome had resolved, the transient ischaemic attack, thyroid cancer, systemic lupus erythematosus, myocardial infarction, neuromyopathy, autoimmune disorder, rheumatic disorder, visual impairment, mood swings, tooth disorder, cognitive disorder, myalgia, spasms, vaginal haemorrhage, polymenorrhagia, abdominal pain lower, bladder disorder, urinary tract disorder, hypoaesthesia, fall, dizziness, dysmenorrhoea, thyroidectomy, dyspareunia, vaginal discharge, fatigue, alopecia, balance disorder, arthralgia, muscle cramps, depression, loss of libido, allergy to metals, dyshidrotic eczema, lactation disorder, dysphagia, choking, asthenia, pharyngitis, muscular weakness, muscle twitching, reproductive tract anastomotic leak, weight decreased, haemorrhage, oropharyngeal pain, shock, nasopharyngitis and the last episode of vision blurred outcome was unknown and the myasthenia gravis, sinusitis, chronic tonsillitis, blister, rash and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, balance disorder, bladder disorder, blister, choking, chronic tonsillitis, cognitive disorder, dental caries, depression, dizziness, dyshidrotic eczema, dysmenorrhoea, dyspareunia, dysphagia, fall, fatigue, female sexual dysfunction, haemorrhage, hypoaesthesia, lactation disorder, loss of libido, mood swings, muscle cramps, muscle twitching, muscular weakness, myalgia, myasthenia gravis, myocardial infarction, nasopharyngitis, neuromyopathy, nodule, oropharyngeal pain, pelvic pain, pharyngitis, polymenorrhagia, rash, reproductive tract anastomotic leak, rheumatic disorder, shock, sinusitis, systemic inflammatory response syndrome, systemic lupus erythematosus, thyroid cancer, thyroidectomy, tooth abscess, tooth disorder, tooth fracture, transient ischaemic attack, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, the first episode of vision blurred, spasms and the second episode of vision blurred to be related to essure. The reporter commented: trailing coils: left 3 right 2, essure coils internally in the fallopian tubes had bilateral cornua without any evidence of perforation. My husband broke out for me. Think it was the metallic laden discharge he was allergic to my husband is huge and still hits top and stretching and poking. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Hysterosalpingogram - in 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, myasthenia gravis, concerning the injuries reported in this case, the following ones were reported via social media:metal allergy, dyshidrotic eczema, nodule, lactation disorder nos, systemic inflammatory response syndrome, swallowing problem, choke frequently, weakness, pharyngitis lymph node swelling, muscle weakness, muscle twitches, some leakage of fluid that was trapped from washing out the uterine cavity, weight loss, hemorrhage, sore throat, shock, bloating, cold, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received: new events: metal allergy, dyshidrotic eczema, nodule, lactation disorder nos, systemic inflammatory response syndrome, swallowing problem, choke frequently, weakness, pharyngitis lymph node swelling, muscle weakness, muscle twitches, some leakage of fluid that was trapped from washing out the uterine cavity, weight loss, hemorrhage, sore throat, shock, bloating, cold, blurred vision were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain,excruciating pain'), transient ischaemic attack ('neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness, ministroke'), thyroid cancer ('tumor / teratoma / cancer type:thyroid'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus (indeterminate)'), myocardial infarction ('blood or heart disorder/condition type: possible mi/ministroke/ mini heart attack'), neuromyopathy ('neuromuscular disease,neurological problems '), autoimmune disorder ('autoimmune disorder'), myasthenia gravis ('neurological conditions or problems type: myastenia gravis'), thyroidectomy ('surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy'), systemic inflammatory response syndrome ('inflammatory response'), choking ('choke frequently'), haemorrhage ('hameorrhage') and shock ('shock') in a 42-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cellulitis, enlarged thyroid, cesarean section, gravida ii, parity 2, hypothyroidism, cholecystectomy, ankle operation and bartholin's cyst. Concurrent conditions included allergic rhinitis, menometrorrhagia, obesity and thyroid disorder. In 2011, the patient underwent thyroidectomy (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge metallic taste when not on menses"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, large clotting"), abdominal pain lower ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sinusitis ("infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years"), chronic tonsillitis ("infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menses"), the first episode of vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), arthralgia ("pain varied from joint pain, muscle cramps"), muscle cramps ("pain varied from joint pain, muscle cramps") and the second episode of vision blurred ("blurry vision"). On (B)(6) 2013, the patient experienced transient ischaemic attack (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), hypoaesthesia ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), fall ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness") and dizziness ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), 1 year 2 months after insertion of essure. In 2013, the patient experienced balance disorder ("other injury(ies) or complication please describe: loss of balance frequent falls"). On an unknown date, the patient experienced neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rheumatic disorder ("rheumatological disorders"), visual impairment ("vision problems"), mood swings ("mood swings"), tooth disorder ("dental issues"), cognitive disorder ("cognitive changes"), myalgia ("muscle pain"), spasms ("spasms"), blister ("rashes or skin conditions type: blisters, rashes / hand break out like thus with little blisters too"), rash ("rashes or skin conditions type: blisters, rashes"), tooth abscess ("dental problems multiple dental abscess, cavities, teeth crumbling"), dental caries ("dental problems multiple dental abscess, cavities, teeth crumbling"), tooth fracture ("dental problems multiple dental abscess, cavities, teeth crumbling"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), loss of libido ("lack of sex / lack of sex drive"), allergy to metals ("heavy metal allergy"), dyshidrotic eczema ("dyshidrotic eczema"), nodule ("nodule"), lactation disorder ("lactation"), systemic inflammatory response syndrome (seriousness criterion medically significant), dysphagia ("swallowing problem"), choking (seriousness criterion medically significant), asthenia ("weakness"), pharyngitis ("pharyngitis lymph node swelling"), muscular weakness ("muscle weakness"), muscle twitching ("muscle twitches over the pain"), reproductive tract anastomotic leak ("some leakage of fluid that was trapped from washing out the uterine cavity"), haemorrhage (seriousness criterion medically significant), oropharyngeal pain ("sore throat"), shock (seriousness criterion medically significant), abdominal distension ("bloating"), nasopharyngitis ("I was getting the cold"), vitamin d deficiency ("vitamin d deficiency"), incontinence ("incontinence problems"), tooth loss ("teeth falling apart ") and impaired work ability ("couldnt work 12 hours shift any longer ") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, pyridostigmine bromide (mestinon), surgery (thyroid mass removal/total radical thyroidectomy and robotic assisted laparoscopic hysterectomy total, bilateral salpingectomy) and teeth removed, filling. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, tooth abscess, dental caries, tooth fracture, nodule and systemic inflammatory response syndrome had resolved, the transient ischaemic attack, thyroid cancer, systemic lupus erythematosus, myocardial infarction, neuromyopathy, autoimmune disorder, rheumatic disorder, visual impairment, mood swings, tooth disorder, cognitive disorder, myalgia, spasms, vaginal haemorrhage, polymenorrhagia, abdominal pain lower, bladder disorder, urinary tract disorder, hypoaesthesia, fall, dizziness, dysmenorrhoea, thyroidectomy, dyspareunia, vaginal discharge, fatigue, alopecia, balance disorder, arthralgia, muscle cramps, depression, loss of libido, allergy to metals, dyshidrotic eczema, lactation disorder, dysphagia, choking, asthenia, pharyngitis, muscular weakness, muscle twitching, reproductive tract anastomotic leak, weight decreased, haemorrhage, oropharyngeal pain, shock, nasopharyngitis, the last episode of vision blurred, vitamin d deficiency, tooth loss and impaired work ability outcome was unknown and the myasthenia gravis, sinusitis, chronic tonsillitis, blister, rash, abdominal distension and incontinence was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, balance disorder, bladder disorder, blister, choking, chronic tonsillitis, cognitive disorder, dental caries, depression, dizziness, dyshidrotic eczema, dysmenorrhoea, dyspareunia, dysphagia, fall, fatigue, female sexual dysfunction, haemorrhage, hypoaesthesia, impaired work ability, incontinence, lactation disorder, loss of libido, mood swings, muscle cramps, muscle twitching, muscular weakness, myalgia, myasthenia gravis, myocardial infarction, nasopharyngitis, neuromyopathy, nodule, oropharyngeal pain, pelvic pain, pharyngitis, polymenorrhagia, rash, reproductive tract anastomotic leak, rheumatic disorder, shock, sinusitis, systemic inflammatory response syndrome, systemic lupus erythematosus, thyroid cancer, thyroidectomy, tooth abscess, tooth disorder, tooth fracture, tooth loss, transient ischaemic attack, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, weight decreased, the first episode of vision blurred, spasms and the second episode of vision blurred to be related to essure. The reporter commented: trailing coils: left 3 right 2, essure coils internally in the fallopian tubes had bilateral cornua without any evidence of perforation. My husband broke out for me. Think it was the metallic laden discharge he was allergic to my husband is huge and still hits top and stretching and poking diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Hysterosalpingogram - in 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: deletion process for case (B)(4), as it was confirmed duplicated of case (B)(4). All data transferred into retention case (B)(4), event teeth falling apart , impaired work ability added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), transient ischaemic attack ('neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness, ministroke'), thyroid cancer ('tumor / teratoma / cancer type:thyroid'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus (indeterminate)'), myocardial infarction ('blood or heart disorder/condition type: possible mi/ministroke/ mini heart attack'), neuromyopathy ('neuromuscular disease'), autoimmune disorder ('autoimmune disorder'), myasthenia gravis ('neurological conditions or problems type: myastenia gravis'), thyroidectomy ('surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy'), systemic inflammatory response syndrome ('inflammatory response'), choking ('choke frequently'), haemorrhage ('hameorrhage') and shock ('shock') in a 42-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cellulitis, enlarged thyroid, cesarean section, gravida ii, parity 2, hypothyroidism, cholecystectomy, ankle operation and bartholin's cyst. Concurrent conditions included allergic rhinitis, menometrorrhagia, obesity and thyroid disorder. In 2011, the patient underwent thyroidectomy (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge metallic taste when not on menses"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, large clotting"), abdominal pain lower ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sinusitis ("infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years"), chronic tonsillitis ("infection (other) describe: increased sinus infection, tonsillitis over 12eriod of years"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menses"), the first episode of vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), arthralgia ("pain varied from joint pain, muscle cramps"), muscle cramps ("pain varied from joint pain, muscle cramps") and the second episode of vision blurred ("blurry vision"). On (B)(6) 2013, the patient experienced transient ischaemic attack (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), hypoaesthesia ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), fall ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness") and dizziness ("neurological conditions or problems type: myastenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), 1 year 2 months after insertion of essure. In 2013, the patient experienced balance disorder ("other injury(ies) or complication please describe: loss of balance frequent falls"). On an unknown date, the patient experienced neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rheumatic disorder ("rheumatological disorders"), visual impairment ("vision problems"), mood swings ("mood swings"), tooth disorder ("dental issues"), cognitive disorder ("cognitive changes"), myalgia ("muscle pain"), spasms ("spasms"), blister ("rashes or skin conditions type: blisters, rashes / hand break out like thus with little blisters too"), rash ("rashes or skin conditions type: blisters, rashes"), tooth abscess ("dental problems multiple dental abscess, cavities, teeth crumbling"), dental caries ("dental problems multiple dental abscess, cavities, teeth crumbling"), tooth fracture ("dental problems multiple dental abscess, cavities, teeth crumbling"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), loss of libido ("lack of sex / lack of sex drive"), allergy to metals ("heavy metal allergy"), dyshidrotic eczema ("dyshidrotic eczema"), nodule ("nodule"), lactation disorder ("lactation"), systemic inflammatory response syndrome (seriousness criterion medically significant), dysphagia ("swallowing problem"), choking (seriousness criterion medically significant), asthenia ("weakness"), pharyngitis ("pharyngitis lymph node swelling"), muscular weakness ("muscle weakness"), muscle twitching ("muscle twitches over the pain"), reproductive tract anastomotic leak ("some leakage of fluid that was trapped from washing out the uterine cavity"), haemorrhage (seriousness criterion medically significant), oropharyngeal pain ("sore throat"), shock (seriousness criterion medically significant), abdominal distension ("bloating"), nasopharyngitis ("I was getting the cold") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, pyridostigmine bromide (mestinon), surgery (thyroid mass removal/total radical thyroidectomy and robotic assisted laparoscopic hysterectomy total, bilateral salpingectomy) and teeth removed, filling. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, tooth abscess, dental caries, tooth fracture, nodule and systemic inflammatory response syndrome had resolved, the transient ischaemic attack, thyroid cancer, systemic lupus erythematosus, myocardial infarction, neuromyopathy, autoimmune disorder, rheumatic disorder, visual impairment, mood swings, tooth disorder, cognitive disorder, myalgia, spasms, vaginal haemorrhage, polymenorrhagia, abdominal pain lower, bladder disorder, urinary tract disorder, hypoaesthesia, fall, dizziness, dysmenorrhoea, thyroidectomy, dyspareunia, vaginal discharge, fatigue, alopecia, balance disorder, arthralgia, muscle cramps, depression, loss of libido, allergy to metals, dyshidrotic eczema, lactation disorder, dysphagia, choking, asthenia, pharyngitis, muscular weakness, muscle twitching, reproductive tract anastomotic leak, weight decreased, haemorrhage, oropharyngeal pain, shock, nasopharyngitis, the last episode of vision blurred and vitamin d deficiency outcome was unknown and the myasthenia gravis, sinusitis, chronic tonsillitis, blister, rash and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, balance disorder, bladder disorder, blister, choking, chronic tonsillitis, cognitive disorder, dental caries, depression, dizziness, dyshidrotic eczema, dysmenorrhoea, dyspareunia, dysphagia, fall, fatigue, female sexual dysfunction, haemorrhage, hypoaesthesia, lactation disorder, loss of libido, mood swings, muscle cramps, muscle twitching, muscular weakness, myalgia, myasthenia gravis, myocardial infarction, nasopharyngitis, neuromyopathy, nodule, oropharyngeal pain, pelvic pain, pharyngitis, polymenorrhagia, rash, reproductive tract anastomotic leak, rheumatic disorder, shock, sinusitis, systemic inflammatory response syndrome, systemic lupus erythematosus, thyroid cancer, thyroidectomy, tooth abscess, tooth disorder, tooth fracture, transient ischaemic attack, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, weight decreased, the first episode of vision blurred, spasms and the second episode of vision blurred to be related to essure. The reporter commented: trailing coils: left 3 right 2, essure coils internally in the fallopian tubes had bilateral cornua without any evidence of perforation. My husband broke out for me. Think it was the metallic laden discharge he was allergic to my husband is huge and still hits top and stretching and poking diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Hysterosalpingogram - in 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, myasthenia gravis, concerning the injuries reported in this case, the following ones were reported via social media:metal allergy, dyshidrotic eczema, nodule, lactation disorder nos, systemic inflammatory response syndrome, swallowing problem, choke frequently, weakness, pharyngitis lymph node swelling, muscle weakness, muscle twitches, some leakage of fluid that was trapped from washing out the uterine cavity, weight loss, hemorrhage, sore throat, shock, bloating, cold, vitamin d deficiency. Lot number: 893015, manufacture date: 2011-08, expiration date: 2014-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added: vitamin d deficiency. Reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), transient ischaemic attack ('neurological conditions or problems type: myasthenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness, mini stroke'), thyroid cancer ('tumor / teratoma / cancer type:thyroid'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus (indeterminate)'), myocardial infarction ('blood or heart disorder/condition type: possible mi/mini stroke/ mini heart attack'), neuromyopathy ('neuromuscular disease'), autoimmune disorder ('autoimmune disorder'), myasthenia gravis ('neurological conditions or problems type: myasthenia gravis'), thyroidectomy ('surgery (other) type of surgery: thyroid mass removal/total radical thyroidectomy'), systemic inflammatory response syndrome ('inflammatory response'), choking ('choke frequently'), haemorrhage ('hameorrhage') and shock ('shock') in a 42-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cellulitis, enlarged thyroid, cesarean section, gravida ii, parity 2, hypothyroidism, cholecystectomy, ankle operation and bartholin's cyst. Concurrent conditions included allergic rhinitis, menometrorrhagia, obesity and thyroid disorder. In 2011, the patient underwent thyroidectomy (seriousness criterion medically significant). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge metallic taste when not on menses"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhagia ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, large clotting"), abdominal pain lower ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses and frequent menses, heavy large, excessive, severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sinusitis ("infection (other) describe: increased sinus infection, tonsillitis over period of years"), chronic tonsillitis ("infection (other) describe: increased sinus infection, tonsillitis over period of years"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menses"), the first episode of vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), arthralgia ("pain varied from joint pain, muscle cramps"), muscle cramps ("pain varied from joint pain, muscle cramps") and the second episode of vision blurred ("blurry vision"). On (B)(6)2013, the patient experienced transient ischaemic attack (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), hypoaesthesia ("neurological conditions or problems type: myasthenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), fall ("neurological conditions or problems type: myasthenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness") and dizziness ("neurological conditions or problems type: myasthenia gravis, tia, numbness and tingling arms/ legs, frequent falls, dizziness"), 1 year 2 months after insertion of essure. In 2013, the patient experienced balance disorder ("other injury(ies) or complication please describe: loss of balance frequent falls"). On an unknown date, the patient experienced neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rheumatic disorder ("rheumatological disorders"), visual impairment ("vision problems"), mood swings ("mood swings"), tooth disorder ("dental issues"), cognitive disorder ("cognitive changes"), myalgia ("muscle pain"), spasms ("spasms"), blister ("rashes or skin conditions type: blisters, rashes / hand break out like thus with little blisters too"), rash ("rashes or skin conditions type: blisters, rashes"), tooth abscess ("dental problems multiple dental abscess, cavities, teeth crumbling"), dental caries ("dental problems multiple dental abscess, cavities, teeth crumbling"), tooth fracture ("dental problems multiple dental abscess, cavities, teeth crumbling"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), loss of libido ("lack of sex / lack of sex drive"), allergy to metals ("heavy metal allergy"), dyshidrotic eczema ("dyshidrotic eczema"), nodule ("nodule"), lactation disorder ("lactation"), systemic inflammatory response syndrome (seriousness criterion medically significant), dysphagia ("swallowing problem"), choking (seriousness criterion medically significant), asthenia ("weakness"), pharyngitis ("pharyngitis lymph node swelling"), muscular weakness ("muscle weakness"), muscle twitching ("muscle twitches over the pain"), reproductive tract anastomotic leak ("some leakage of fluid that was trapped from washing out the uterine cavity"), haemorrhage (seriousness criterion medically significant), oropharyngeal pain ("sore throat"), shock (seriousness criterion medically significant), abdominal distension ("bloating"), nasopharyngitis ("I was getting the cold"), vitamin d deficiency ("vitamin d deficiency") and incontinence ("incontinence problems") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, pyridostigmine bromide (mestinon), surgery (thyroid mass removal/total radical thyroidectomy and robotic assisted laparoscopic hysterectomy total, bilateral salpingectomy) and teeth removed, filling. Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, female sexual dysfunction, tooth abscess, dental caries, tooth fracture, nodule and systemic inflammatory response syndrome had resolved, the transient ischaemic attack, thyroid cancer, systemic lupus erythematosus, myocardial infarction, neuromyopathy, autoimmune disorder, rheumatic disorder, visual impairment, mood swings, tooth disorder, cognitive disorder, myalgia, spasms, vaginal haemorrhage, polymenorrhagia, abdominal pain lower, bladder disorder, urinary tract disorder, hypoaesthesia, fall, dizziness, dysmenorrhoea, thyroidectomy, dyspareunia, vaginal discharge, fatigue, alopecia, balance disorder, arthralgia, muscle cramps, depression, loss of libido, allergy to metals, dyshidrotic eczema, lactation disorder, dysphagia, choking, asthenia, pharyngitis, muscular weakness, muscle twitching, reproductive tract anastomotic leak, weight decreased, haemorrhage, oropharyngeal pain, shock, nasopharyngitis, the last episode of vision blurred and vitamin d deficiency outcome was unknown and the myasthenia gravis, sinusitis, chronic tonsillitis, blister, rash, abdominal distension and incontinence was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, balance disorder, bladder disorder, blister, choking, chronic tonsillitis, cognitive disorder, dental caries, depression, dizziness, dyshidrotic eczema, dysmenorrhoea, dyspareunia, dysphagia, fall, fatigue, female sexual dysfunction, haemorrhage, hypoaesthesia, incontinence, lactation disorder, loss of libido, mood swings, muscle cramps, muscle twitching, muscular weakness, myalgia, myasthenia gravis, myocardial infarction, nasopharyngitis, neuromyopathy, nodule, oropharyngeal pain, pelvic pain, pharyngitis, polymenorrhagia, rash, reproductive tract anastomotic leak, rheumatic disorder, shock, sinusitis, systemic inflammatory response syndrome, systemic lupus erythematosus, thyroid cancer, thyroidectomy, tooth abscess, tooth disorder, tooth fracture, transient ischaemic attack, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, weight decreased, the first episode of vision blurred, spasms and the second episode of vision blurred to be related to essure. The reporter commented: trailing coils: left 3 right 2, essure coils internally in the fallopian tubes had bilateral cornua without any evidence of perforation. My husband broke out for me. Think it was the metallic laden discharge he was allergic to my husband is huge and still hits top and stretching and poking. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Hysterosalpingogram - in 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, myasthenia gravis, concerning the injuries reported in this case, the following ones were reported via social media:metal allergy, dyshidrotic eczema, nodule, lactation disorder nos, systemic inflammatory response syndrome, swallowing problem, choke frequently, weakness, pharyngitis lymph node swelling, muscle weakness, muscle twitches, some leakage of fluid that was trapped from washing out the uterine cavity, weight loss, hemorrhage, sore throat, shock, bloating, cold, vitamin d deficiency and incontinence problems. Lot number: 893015, manufacture date: 2011-08 ,expiration date: 2014-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media was received. Reporter added. New event 'incontinence problems' added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neuromyopathy ("neuromuscular disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder"), rheumatic disorder ("rheumatological disorders"), visual impairment ("vision problems"), mood swings ("mood swings"), tooth disorder ("dental issues"), cognitive disorder ("cognitive changes"), myalgia ("muscle pain") and muscle spasms ("spasms"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neuromyopathy, autoimmune disorder, rheumatic disorder, visual impairment, mood swings, tooth disorder, cognitive disorder, myalgia and muscle spasms outcome was unknown. The reporter considered autoimmune disorder, cognitive disorder, mood swings, muscle spasms, myalgia, neuromyopathy, pelvic pain, rheumatic disorder, tooth disorder and visual impairment to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.